Event description:
It was reported to lifecell that during an abdominal wall repair, the device tore intra-operatively at the end of suturing. The surgeon did a suture repair and indicated that the repair is a suboptimal repair.

Manufacturer narrative:
Method of evaluation: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. The lot s10837 met acceptance criteria for qc release. To date, no other complaints have been reported to lifecell against lot s10837. To date, of the (B)(4) devices processed for lot s10837, (B)(4) devices were distributed with 93 devices that were reported as having been implanted. Conclusion: (device failure occurred as was related to event), (device not returned - no evaluation will be performed). Based on internal investigation, lot s10837 meets qc release criteria including mechanical testing. Device not returned.